Manufacturer narrative:
B3: 2025 is the year of event but exact month/day not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device indicated occlusion intermittently during bolus periods. There was patient involvement and no reported harm/adverse event.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. D9: 13-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not be performed as the keypad was defective. The dso seal was replaced, preventative maintenance was performed, and the device then passed all testing.